Event description:
A company representative reported that the tip of a chesapeake universal tapered driver has fractured. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, h3 h6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of a chesapeake universal tapered driver was dislodged. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.